Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. Their trial start date was (B)(6) 2025. It was reported that they couldn't communicate between the controller and the ens. They were unable to use the programmer as they were getting an error message that shows "system error. Your therapy may have stopped. Contact your clinician." They hit retry multiple times but the issue was ongoing. The cause was unknown. It was recommended that they inform their physician at their follow up appointment that was scheduled for (B)(6) 2025.

Manufacturer narrative:
Continuation of d11: product ID: sw app a521 gu patient evaluation model a521, product type: app. Section d information references the main component of the system. Other relevant device(s) are: product ID: model a521. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.